Event description:
The user facility reported the sonic console was leaking, causing flooding in the room it was located and nearby rooms. No injuries to patients or hospital staff were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the hose on the hot water inlet line had split causing water to leak. The technician replaced the hose and the heater contactor and dryer blower, which evidenced water damage, tested the unit and returned it to service; no further issues have been reported. The unit is under steris service contract and was last serviced on (B)(4) 2011 when the unit was found to be operating properly; no issues or leakage were noted. Steris has determined this is an isolated event.